Event description:
New information received on 8aug2019, indicates that the asymptomatic patient presented remotely with more post paced t-wave oversensing. Programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with an implantable cardioverter defibrillator that was pot paced t-wave oversensing. No resolution was reported, and the patient was stable.